Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. It was reported during a surgery utilizing the everest pedicle screw system, the patient experienced a change in medical condition. The hardware application was stopped to attend to the medical condition. The hardware application was not completed. No adverse events involving hardware were observed. As reported by the surgeon, this was not a hardware related event.

Event description:
It was reported during a surgery utilizing the everest pedicle screw system, the patient experienced a change in medical condition. The hardware application was stopped to attend to the medical condition. The hardware application was not completed. No adverse events involving hardware were observed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported during a surgery utilizing the everest pedicle screw system, the patient experienced a change in medical condition. The hardware application was stopped to attend to the medical condition. The hardware application was not completed. No adverse events involving hardware were observed.